Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing ripped off at the site connector, as he is very active ( doing outdoor event), and the tubing gets caught. The site location was right and left side of the abdomen (rotate) and the pump was located on left and right side. The infusion set had been used for one day. Further, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 383 mg/dl. No further information available.